Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps1 and ps2 power supplies were evaluated, replaced and calibrated to the optimal operating voltage. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system froze and failed to properly save patient image data. No patient serious injury or death was reported related to this event.